Manufacturer narrative:
Event date is literature article published date comparison of drug-eluting balloon angioplasty with self-expanding interwoven nitinol stent deployment in patients with complex femo ropopliteal lesions. Sagepub.co.UK/journalspermissions.nav doi: 10.1177/1708538117719580 journals.sagepub.com/home/vas.

Event description:
A study was conducted to compare the drug-eluting balloon with self-expanding interwoven nitinol stent deployment in patients with c omplex femoropopliteal lesions. 107 patients underwent endovascular treatment of the femoropopliteal artery lesions treated with in.pact admiral deb and non- medtronic devices. Post procedure the patients presented with 11 restenosis, 2 minor amputations, 3 patients died during the 12 month follow-up and 2 cases of access related hematoma which were resolved on digital pressure.